Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: rupture.

Event description:
Healthcare professional reported right side rupture. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, one opening in posterior side assessed as fold flaw opening. Additional observations: creases are observed. Stress marks are observed assessed as non-penetrating nick. Wear abrasion is observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side rupture. The device has been explanted and replaced.